Event description:
It was reported the patient was not satisfied with their pump. It was helping with the patient's lower back pain but it was not helping the upper back pain. The patient was told it would not help in the upper back.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).